Manufacturer narrative:
This spontaneous case a lawyer on behalf of describes the occurrence of pelvic pain ("excruciating pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, metal poisoning and pelvic pain to be related to essure administration. The reporter commented: around (B)(4) women launching legal action last year after claiming they endured ¿excruciating pain¿, bleeding and nickel poisoning in the aftermath of getting the essure coil device fitted lawyers said thousands of women around the world have the essure coil device and many have gone on to endure ¿adverse¿ repercussions. A law firm representing women in the UK, said many women who had the coil fitted have later undergone hysterectomies or are waiting for procedures to get the coil taken out. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 04-sep-2024: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case a lawyer on behalf of describes the occurrence of pelvic pain ("excruciating pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeding") and metal poisoning ("nickel poisoning"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered genital haemorrhage, metal poisoning and pelvic pain to be related to essure administration. The reporter commented: around 200 women launching legal action last year after claiming they endured ¿excruciating pain¿, bleeding and nickel poisoning in the aftermath of getting the essure coil device fitted lawyers said thousands of women around the world have the essure coil device and many have gone on to endure ¿adverse¿ repercussions. A law firm representing women in the UK, said many women who had the coil fitted have later undergone hysterectomies or are waiting for procedures to get the coil taken out. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.